Event description:
It was reported that during a min-invasive spinal procedure to add posterior fixation instrumentation at l3-l4, the l3 plug slipped and could not be broken off. The l3 pedicle screw was replaced with a new one and the case was completed without any add'l complications.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Submitted pictures appear to show set screw thread crests inconsistently damaged on both sides, consistent with possible thread jumping and resulting in damaged threads. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.